Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) had not worked properly since they left the hospital. The physician who implanted the device had not found a solution as to why it did not work. The ¿tech nurses¿ that helped to get the proper settings had not been successful either. The patient had followed the required guidelines after the surgery for proper healing. The patient stated that they requested MRI safe paddle leads to replace their current ¿non-working leads¿ and the hospital where they are to have the surgery was working on contracts for the new MRI safe paddle leads. It was noted the patient kept the ins charged for about 6 months while waiting for the new MRI safe paddle that were promised to them at the beginning of the year. They had now stopped charging the ins because it had not served its purpose since day one. The patient did state that when they tried the ¿test unit¿ for a week it was ¿amazing¿ as they loved how it took 75% of their pain away and the sensation was great. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.